Manufacturer narrative:
During investigation for unrelated allegations, there were 4 instances of battery cap damage with moisture present in the pump. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced battery cap damage with moisture present. These reports are not based off of initial allegations. They were found during unrelated investigations.